Event description:
It was reported that the patient received several inappropriate shocks due to oversensing of noise. The rv lead also exhibited out of range low impedance of less than 200 ohms. The rv lead was replaced and no further patient complications were reported as a result of this event.